Event description:
Catheter break during its removal. The indwelling period was 94 days.

Manufacturer narrative:
The complaint of tubing breakage is confirmed, user-related. The break in the tubing is a result of excessive force that was used during removal of the device. The break site is located just distal to the 3 cm marker. The internal bolster was received deflated. There is a significant permanent bend/kink in the tubing/wire. The coiled internal wire is stretched and elongated and connects both the distal and proximal sections together. Just distal to the break site, a series of compressed linear impressions are seen in the tubing that run parallel to the break site. The damage identified just distal to the break site contains traits that are similar to clamping the feeding tube with a traumatic surgical implement. The device had been in place for approximately 94 days prior to the complaint incident. The device products instructions for use (IFU) warns the user to confirm that the internal bolster has deflated and is free floating within the fibrous tract prior to attempting removal. Gross visual and microscopic examinations shows no evidence of a defect or deformity related to the manufacturing process. The product instructions for use (IFU) provides a narrative and illustrative description for removal of the fastrac device.